Manufacturer narrative:
This report is being submitted as a correction to b1, b2, and h1 for a product problem based on further review. Section h8 health impact grid code was corrected to reflect the change in b1 and h1, there was no health consequences or impact.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing and filter. The spouse alleged their wife "had some dizziness and was off balance at times, "skin and sores around nasal area", dry eye, "dryness in her mouth", and nasal/throat irritation or soreness. No medical intervention was required by the patient. Additionally, the spouse stated the "device will not turn on/device not functioning." The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing and filter. The spouse alleged their wife "had some dizziness and was off balance at times, "skin and sores around nasal area", dry eye, "dryness in her mouth", and nasal/throat irritation or soreness. No medical intervention was required by the patient. Additionally, the spouse stated the "device will not turn on/device not functioning." Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated.